Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Section d10: device available for evaluation ¿ yes, returned to manufacturer on (B)(6)2020 section h3: device returned to manufacturer ¿ yes device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and a detached haptic, which is consistent with a lens that was handled during explant. The lens was cleaned, and no additional cosmetic defects were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient has been having visual issues from day 1 right after an intraocular lens (iol) was implanted in his right eye. The patient reported not being able to see clear, had double vision when reading and with distance vision, and experienced glare issues. The surgeon performed lasik in (B)(6) 2019 to help improve with vision, however, the patient reported there was no improvement with his vision. In (B)(6) 2019, the patient was given prescription glasses and still had no improvement with his vision. Therefore, the lens was explanted and replaced using a non-johnson & johnson replacement lens. The patient has recovered and is happy with his vision. No additional information was provided.